Event description:
The manufacturer received information alleging that auto trigger is activated when the device is made run with a test lung being connected. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the reported issue was duplicated during operational checking. Functional testing was performed and the device failed the verify flow sensor calibration test step. After calibration was performed, operational checking was performed again and the reported issue was confirmed to be resolved. It was determined that the issue was caused by deviation in the sensor board. While the issue was confirmed to be resolved by the calibration, the sensor board was replaced to prevent reoccurrence of issue.